Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had bleeding along staple line. The patient underwent laparoscopic sleeve gastrectomy where the device was used. There was unanticipated tissue loss as the result of the problem.